Manufacturer narrative:
Additional initial reporter is mr. (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was reported that the issue was resolved by repositioning the viewing angle of the monitor and could not be reproduced afterwards. The unit passed all the functional and safety tests as per factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) had a green background on the screen. The screen displayed normally after the viewing angle was changed. No harm or injury to the patient was reported.